Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, and silicone migration.

Event description:
Healthcare professional reported a right side "signals of rupture intra and extracapsular and multiple siliconomas", "disperse calcifications", "implants with undulated contours", "intense pain and also body inflammation" and "nodular images". Device remains implanted.